Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. Device interrogation reveal that the patient's syncopal episode occurred during a 23 hour atrial tachy response (atr) episode. Requests for additional information were made; no additional information has been received. There were no additional adverse patient effects reported. The device remains in service.